Event description:
The manufacturer received information alleging a ventilator failed test steps during testing. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator failed test steps during testing. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received on jan 20, 2023 and section h11 should be reported as: the manufacturer previously reported a ventilator failed test steps during testing. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. During the evaluation, the manufacturer observed that the unit was failed during tidal volume testing. The manufacturer's service center concludes that they confirm the customer's allegation and the unit did not passed the tidal volume test on the flow verification during the performance verification test (pvt). Sections d8, d9, h2, h3 and h6 has been updated in this report.